Event description:
It was reported that during a gastric banding procedure, as the surgeon was passing the band through the buckle and it broke. Another band was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = tear components were returned as follows: the band/balloon with 58cm of catheter and the one way valve , the internal lid with the final packaging lot number. Upon visual inspection, it was observed that brown and black dots were present on band and balloon, it was also noted that the buckle was returned damaged on the snorkel side. A leak test was performed on the balloon with a successful result, no leakage was found. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it can be tentatively be concluded that the use of a grasper to handle the band may lead to a buckle tear. Review of the product's instructions for use (IFU) indicates that the IFU cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. A device history record (DHR) review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution.